Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system with a right atrial (ra) and right ventricular (rv) lead were explanted due to an infection. A new pacemaker system with a ra and rv lead were implanted to complete the procedure. Additional information has been requested but not provided. The rv lead has not been returned at this time. No additional adverse patient effects were reported.